Manufacturer narrative:
Philips service replaced the mpd control unit and power-on circuit, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the generator was stuck, and the mpd control unit and power-on circuit were replaced on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.